Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a flush port detachment occurred. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was prepped and flushed with a luer lock syringe. When attempting to disconnect the syringe, the flush port of the catheter broke off. The farawave catheter was replaced with another farawave catheter, and the procedure was completed successfully. No patient complications were reported. The farawave catheter is not expected to return for laboratory analysis as it was disposed.